Event description:
Information was received from a healthcare professional regarding a patient receiving saline with an unknown dose and concentration via an implantable pump for intractable spasticity, cerebral palsy, and head/brain injury. It was reported on (B)(6) 2017 a pump alarm occurred and was due to low battery. It was noted that an 8840 was available. It was noted that the alarm that was occurring was low battery. It was noted that the alarm started two days ago ((B)(6) 2017). Healthcare professional confirmed that low battery alarm was occurring and it was reviewed to discuss longevity. Healthcare professional disabled low battery alarm yesterday ((B)(6) 2017). No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.